Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient initially had morphine in the pump. About two months prior to the date of this report, bupivacaine was added to the pump and the dose was lowered from 10.4 to 7.4. The patient ¿went through hell.¿ his pain ¿just exploded¿ and ¿it was terrible.¿ the patient had to go back to the doctor twice to increase the morphine so he could have pain relief. The patient was scheduled to have a refill on (B)(6) 2013 but the office did not have the medication. The patient had a refill done on the date of this report. The health care professional was concerned that the pump was not working because there was ¿still some medicine in the port that could have lasted another two weeks instead of a week.¿ the hcp thought that maybe the pump was too old and might need to be replaced. The hcp also wanted to do a dye test. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).